Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that nc trek cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It also states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a total occlusion in the proximal left anterior descending artery, a 3.5x20 mm nc trek rx dilatation catheter was advanced without resistance for post-dilatation of an unspecified stent and inflated; however, the balloon did not inflate. Reportedly, the balloon was not soaked prior to use and was not prepped outside of the patient anatomy. The dilatation catheter was withdrawn from the patient anatomy. Reportedly, the physician tried to inflate the balloon again in order to see what was happening and it was noted that there was a small hole in the balloon and contrast was leaking from the hole. Another non-compliant balloon was used to post-dilate the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.